Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the footplate was bent and it came apart on the craniotome device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the protective foot plate had been bent and the nose tube separated from the nose cone. It was determined that the damage was due to applying too much force as is evident with the spiral pins snapping off where they intersect the nose tube. The assignable root cause was due to component damage caused by misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.